Event description:
Customer reported that the insulin pump does not alarm no delivery. Customer also stated that their blood glucose readings are high. The blood glucose reading is 451 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.